Manufacturer narrative:
At this time product has not yet been returned and a valid serial number for the meter has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the precision strips was reviewed. The DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. A tripped trend review was conducted for the reported complaint and fs neo meter, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A pharmacist called adc to report on behalf of a customer who received high glucose readings when using the adc meter. On the morning of (B)(6) 2019, a blood test of 22 mmol/l (396 mg/dl) was obtained on the adc meter and the son injected insulin (dose unknown) based on the blood test results. At noon, a blood glucose result of 16 mmol/l (288 mg/dl) was obtained and the customer was injected with more insulin (dose unknown) based on the blood glucose result. Approximately an hour later, the customer was found to have lost consciousness and the ambulance was called. Upon ambulance arrival, a blood glucose result of 1.8 mmol/l (32.4 mg/dl) was obtained on the hcp meter compared to the adc meter reading of 16.9 mmol /l (304 mg/dl). The customer was treated with glucose injection and taken to the hospital where she was in a coma. Lab results of 3 mmol/l (54 mg/dl) and 20.2 mmol/l (364 mg/dl) were obtained compared to the adc meter results of 10.9 mmol/l (196 mg/dl) and 23.6 mmol/l (425 mg/dl) were received. The date and time of the comparison readings are unknown. It was further reported the customer was still at the hospital during the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter has been disposed and not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist called adc to report on behalf of a customer who received high glucose readings when using the adc meter. On the morning of (B)(6) 2019, a blood test of 22 mmol/l (396 mg/dl) was obtained on the adc meter and the son injected insulin (dose unknown) based on the blood test results. At noon, a blood glucose result of 16 mmol/l (288 mg/dl) was obtained and the customer was injected with more insulin (dose unknown) based on the blood glucose result. Approximately an hour later, the customer was found to have lost consciousness and the ambulance was called. Upon ambulance arrival, a blood glucose result of 1.8 mmol/l (32.4 mg/dl) was obtained on the hcp meter compared to the adc meter reading of 16.9 mmol /l (304 mg/dl). The customer was treated with glucose injection and taken to the hospital where she was in a coma. Lab results of 3 mmol/l (54 mg/dl) and 20.2 mmol/l (364 mg/dl) were obtained compared to the adc meter results of 10.9 mmol/l (196 mg/dl) and 23.6 mmol/l (425 mg/dl) were received. The date and time of the comparison readings are unknown. It was further reported the customer was still at the hospital during the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) and the reported precision test strip have been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with a button and strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed. No malfunction or product deficiency was identified.section d-4 (meter serial number): has been updated to (B)(6) based on the product received.

Event description:
A pharmacist called adc to report on behalf of a customer who received high glucose readings when using the adc meter. On the morning of (B)(6) 2019, a blood test of 22 mmol/l (396 mg/dl) was obtained on the adc meter and the son injected insulin (dose unknown) based on the blood test results. At noon, a blood glucose result of 16 mmol/l (288 mg/dl) was obtained and the customer was injected with more insulin (dose unknown) based on the blood glucose result. Approximately an hour later, the customer was found to have lost consciousness and the ambulance was called. Upon ambulance arrival, a blood glucose result of 1.8 mmol/l (32.4 mg/dl) was obtained on the hcp meter compared to the adc meter reading of 16.9 mmol /l (304 mg/dl). The customer was treated with glucose injection and taken to the hospital where she was in a coma. Lab results of 3 mmol/l (54 mg/dl) and 20.2 mmol/l (364 mg/dl) were obtained compared to the adc meter results of 10.9 mmol/l (196 mg/dl) and 23.6 mmol/l (425 mg/dl) were received. The date and time of the comparison readings are unknown. It was further reported the customer was still at the hospital during the time of the call. There was no report of death or permanent injury associated with this event.